Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dust accumulation in the device. A root cause could not be identified. Based on the results of the investigation, and since the customer device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the dust accumulation in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during set up for use. There were no reports of patient harm.